Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. A system extraction was planned. Additional information was requested but no further information was obtained. There were no additional adverse effects reported. All available information indicates that the product remains in service.